Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus tip and cursor did not align on the display screen. It was also indicated that there was a broken screw insert in the rear display cover. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.